Event description:
Event description guidant received information that this right ventricular lead had microdislodgement, detectable due to intermittent capture and low r waves. The atrial lead was functioning appropriately with good sensing and capture. Critical therapy was provided. The patient had no adverse effects.